Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the lens optic and haptic torn. (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm tmicl12.6 implantable collamer lens, - 7.00/+1.0/115 (sphere/cylinder/axis), during the same surgery due to the surgeon noted the lens was torn after insertion into the patient's right eye (od). There was no patient injury. The backup lens was implanted within the same surgery and the problem was resolved. The patient is doing well and is happy.